Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center was producing no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and an update to h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reported image issue was confirmed due to a faulty circuit board. Based on the results of the investigation, root cause was likely due to the faulty printed circuit board. However, specific root cause of the circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.